Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material may not be removed due to physical damage to the device. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during internal reprocessing, the uretero-reno videoscope was leaking at the distal end. Upon inspection of the customer¿s returned device it was observed, foreign material was found stuck inside the biopsy channel, which seemed to be ¿customer¿s forceps¿. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, the bending section cover (a-rubber) glue was porous, the plastic distal end cover (c-cover) was burned, the forceps passage failed, and the brush passage failed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.